Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 04:33:51. During night drain cycle four, the patient's ultrafiltration reading was 1221ml, indicating the home patient drained 1221ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). Device manufacture date - september 2014. The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The homechoice device received a returned instrument testing evaluation (rite).  This evaluation included functional and electrical testing of the device. A visual inspection was performed. A short simulated therapy was performed. A device history record review revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the cause of this issue was determined to be use error, inappropriate bypass of the drain, not including I-drain. The homechoice and homechoice pro apd systems patient at-home guide gives instructions on how to bypass the drain phase. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.